Event description:
Complainant alleged that while analyzing the heart rhythm of a patient, after one successfully delivered shock, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The clinician subsequently did not administer the shock to the patient. Complainant did not indicate that there was any adverse effect to the patient due to reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.